Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead threshold was high. The patient's heart rate was in the 40s and the patient was asymptomatic. The lead remains in use. No further patient complications have been reported as a result of this event.